Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that during thyroid tumor operation there was a hole in the pilot cuff and the tracheal tube dropped down during operation. There was no known patient impact. Additional information received that the hole was not noticed in the cuff at the time of intubation. During the procedure, the nim waveform derivation was low, but there was no significant effect, so the procedure was continued using the same product. When the product was checked after it was extubated, it was noticed that there was a hole in the cuff. There was no patient impact.

Manufacturer narrative:
H3: a syringe was used to inflate the sample with 15cc of air, and the sample showed a slow leak. It was determined there was a 0.015¿ puncture in the cuff on the distal side for sample 1 under magnification which would have resulted in the reported event. Electrically, the tube electrodes' resistance from end to end shall be less than 200 ohms, and the actual measurements for both samples were; red 45/47 ohms, red [w/white band] 18/27 ohms, blue 50/55 ohms, and blue [w/white band] 23/34 ohms. There was no evidence of improper manufacturing and, therefore, has been ruled out as a likely cause. The information most likely indicates inadvertent damage during handling or intubation. In the returned condition, an out-of-specification condition is likely related to the complaint (due to physical damage). H6: fdm b17 fdr c20 fdc d14 no longer apply. There were 2 devices (2 emg tubes) being used in this surgery, we are submitting 2 mdrs for the same event. This is same event as regulatory report: 9612501-2020-01843 list of products involved: emg tube 8229707 nim trivantage 7.0mm ID 8229707 lot# 0220370784 emg tube 8229707 nim trivantage 7.0mm ID 8229707 lot# 0220370784 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up it was reported that the tracheal tube slipped out of place where the electrode was set, and the resistance value became high. To troubleshoot the issue, repositioning was tried.